Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient's liberal nurse found the patient unconscious around 10:00 am on the morning of (B)(6) 2023. The reporter states that the patient was unconscious due to severe hypoglycemia, and that the hypoglycemic episode likely occurred the evening prior around 9:00 pm. When the patient was found by his nurse, his blood glucose meter value read 30 mg/dl, while the patient's dexcom cgm was displaying 65 mg/dl in comparison. The patient's nurse treated him with a glucagon injection and alerted the (B)(6). Although the patient's blood glucose value reportedly rose to 55 mg/dl, he still did not regain consciousness, so the (B)(6) doctor decided to transfer the patient to the emergency room of the hospital at the end of the morning. At the hospital, the patient's insulin pump was removed from his body. The following day on (B)(6) 2023 in the early afternoon, the patient had still not regained consciousness, but began to react gently to stimuli. The patient was transferred to another hospital for dialysis and was then returned to the first hospital again. By the end of the afternoon on (B)(6) 2023, the patient began to speak, but only with incoherent remarks. At the time of the report, the patient was conscious but was very tired and was still hospitalized with no neurological sequela. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.